Manufacturer narrative:
The device was returned. There were few additional findings. Leakage was found in the biopsy channel. Insertion tube insulation was low. There was a cut on switch one (1). Distal end cover had dents. Fluid was noted in the light guide lens and control body unit. The adhesive of the bending section cover was cracked. Minor peeling was noted on the insertion tube. There were minor dents on the scope connector. Biopsy channel had scratch marks. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, black dye was trapped in the biopsy channel of the colonovideoscope. The issue was found during reprocessing. The scope was reprocessed twice and when scope was hung to dry, it was noticed, black dye was coming out of the distal tip. Appropriate steps were taken when processing the scope. The black dye was tattoo ink that punctured the inside of the scope (biopsy port) and when processed, flushed out the ink from the scope. There was no patient involvement. Patient identifier (B)(6) captures complaint on oer-pro reprocessor (serial no. (B)(4)) which was used to reprocess the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the biopsy channel may have been reprocessed improperly due to leak. The event can be detected/prevented by handling device as per the following IFU. The operation manual includes the detection way in chapter 3 preparation and inspection. Additionally, the reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.